Event description:
A customer from japan reported a test result of 7.3% on the a1cnow. The patient was tested on another system at the inspection center and the readings was 6.1%. The difference between the readings could be clinically significant. No adverse events were alleged. The customer is expected to return the product for evaluation.

Manufacturer narrative:
In some countries outside the USA, customer information is not provided due to privacy laws.